Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values. Customer's blood glucose values were 550mg/dl and 600mg/dl. Customer stated that she had low blood glucose values as well because her basal rate was too high, treated for them with carbs or sugar, or a coke or orange juice, peanut butter, crackers. Customer treated with manual injection and declined to troubleshoot for high and low blood glucose value. Insulin pump will not be returned for analysis.